Manufacturer narrative:
Date of report: 22jul2019. Date received by manufacturer: 03jul2019. A touch screen assembly was return for analysis. The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27april2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The touchscreen would not calibrate properly. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the touchscreen was not working. No patient or user harm was reported. Event date not specified: estimate used.